Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 578mg/dl. The customer stated that she was vomiting and could not stop. Troubleshooting was performed. The caller mentioned receiving no delivery alarms during basal. The customer called back to continue testing and stated that the time and date were incorrect. Assisted the customer with correcting them. The basal and bolus wizard were correct. Instructed the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Suggested the customer to change the entire infusion set and reservoir. The customer called again in regards to smelling insulin in the reservoir compartment and it was wet. The customer stated that she believed the insulin pump is not functioning. Advised the customer to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. No moisture traces were noted at the electronic, motor assemblies, or reservoir tube. After testing it was concluded that the device operated within specifications.